Event description:
A customer contacted baxter's technical service center to report about noticing a large air space in patient line and requesting assistance to end therapy on the homechoice (hc) machine during dwell 3 of 8. The home patient (hp) stated that she had disconnected from the hc machine to use bathroom and then noticed a large air space in patient line. The hp did not want to reconnect. The technical service representative (tsr) assisted the hp in ending therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and a cause was undetermined.